Manufacturer narrative:
An investigation of kangaroo joey pump for the reported condition of; the unit is not alarming for rotor test. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s gearbox. The unit¿s gearbox was replaced to correct the issue. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports service oobf; not alarming for rotor test.